Manufacturer narrative:
H2, h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the computer pcoip was replaced. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: hardware analysis was completed on the returned the computer powered on when power was applied. After multiple power cycles no boot up or video issues were observed. The network and teradici configurations are set correctly. The video capture card functioned correctly. All display ports-dvi, hdmi and dp all functioned correctly. The sound functions on the hdmi and dp ports. The computer passed all burn-in testing v9.1. This computer stayed powered up for an entire day and did not experience screen black out as per complaint. The computer was fully functional. H6: b01, c19 and d14 apply to the returned computer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a cranial biopsy procedure. It was reported that after navigation registration, the screen blacked out. It was rebooted and the screen blacked out again while operating the screen. The usage was abandoned. The operation was completed without using the navigation system. There was a less than one hour surgical delay. No known impact to patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736403, serial/lot #: unknown, - h3) no hardware parts have been received by the manufacturer for evaluation. Codes: b17, c20, and d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.